Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a popliteal angioplasty procedure, the fox sv crossed the heavily calcified popliteal artery and was inflated to 10atms and the balloon ruptured. The balloon was completely removed, and another fox sv was used successfully. There were no reported patient effects. There was no additional information provided.

Manufacturer narrative:
The customer reported the device is not returning. The lot number was not identified; therefore, a device lot history record review could not be performed.